Event description:
It was reported that the right ventricular (rv) lead perforated the rv, leaving a hole in the patient's rv. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2013. (B)(4).